Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h3 the device was returned to olympus for inspection and the reported failure was confirmed: the ceramic (tip) of distal end is damaged. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified, causing component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the 26 fr. Outer sheath had the ceramic (tip) of distal end is damaged. The event occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.